Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer reported the event date was 11 december 2025; however, the events described match entries on 10 december 2025. A log review was performed evaluating events on 10 december 2025. The customer report could not be duplicated under stress testing. The device passed all calibration testing. The device was internally inspected and no discrepancies were found with the cables and tubing. The flow screens for both the compressor and o2 supply were observed to have some dust or debris in them. Dust or debris in the flow screens can cause flow restrictions (increased resistance) and produce user advisories. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault-3001 " and "compressor fault-2001 " messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.